Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 200 ohms. A review of the stored data noted all values were within the normal range and no oversensing was noted. A 1.1 j shock was delivered which produced a shocking impedance measurement of 98 ohms. Additionally, the configuration was reprogrammed distal coil to can. An x-ray was performed which was unremarkable for lead or header damage. The patient will continue to be monitored. No additional adverse patient effects were reported.